Event description:
Procedure: sleeve gastrectomy. According to the reporter: the surgeon applied the instrument loaded with the sulu and the jaws did not close. The procedure was converted to open surgery, then the instrument and the new sulu worked satisfactorily.

Manufacturer narrative:
(B)(4). (B)(4).